Manufacturer narrative:
Visual inspection completed by r&d project manager on (B)(6) 2021 during the visual inspection, the pin adapter was checked in standard condition of use. Several motorized pins have been inserted and used to fix metal cutting blocks. The first check was to compare the device with other units from finished goods inventory, with no significant difference detected regarding pin insertion and pin stability. In order to fully evaluate the device, we mesured the triangular connection, which detected a slight offset from the standard specifications, but as the device has been used multiple times we cannot determine to what extent this has been influenced by wear over the useful life of the device. We then proceeded with the visual and functional analysis of the coaxial features during rotation between the pin and the pin adapter; a slight difference was detected when comparing the returned device and units retrieved from finished goods inventory, but no conclusion could be made regarding this. Ultimately, we were able to proceed with the fixation of several cutting blocks to standard sawbones. Although we could not repeat the reported issue, it is possible that the specific combination of pin and pin adapter may have resulted in a omproper rotation of the pin which then led to excessive friction during pin insertion into the cutting guide fixation holes. The pin was then sized due to a cold welding phemomenon.

Manufacturer narrative:
Device returned on 12-november-2021, device evaluation is ongoing.

Manufacturer narrative:
Batch review performed on 30 september 2021: lot 1953865: (B)(4) items manufactured and released on 11-sept- 2019. No anomalies found related to the problem. To date, no other similar events have been reported

Event description:
The pin did not rotate correctly while coupled with the pin adopter. Pin metal debris was observed while inserting it in the tibial cutting guide. The surgeon completed the surgery setting the cut block by visual. 30 minutes delay. Total surgery time was 130 minutes.